Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 in the abdomen. Upon removal of the sensor pod, the patient's mother reported that the sensor wire stayed at the site of insertion. The patients mother reported that she removed the sensor wire on her own. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).